Event description:
The user facility claimed that "we were faced with the same problem with 2 metzenbaum scissor inserts (ref: 8393.041) delivered on (B)(6). During operations, the jaws of the scissors became unsuitable. One of them was used once, the other was used three times. They are part of the same batch (1516371)." There was no harm to the patient and no component of the scissors was lost. The treatment was completed with another pair of scissors, but there was a surgery delay of 1 hour.

Manufacturer narrative:
The metzenbaum scissors insert ø 5mm, part no. 8393041 batch 1516371 was manufactured on 21/jul/2022. No other complaints for this batch were identified. The examination of the two metzenbaum scissors inserts revealed that the scissor blades have jumped out of the calotte guide in each case. The cause of the damage cannot be clearly determined. One possible cause is due to excessive torsional forces. In the associated instructions for use, ga-s027 / en / 2019-11 v10.0 / pk19-9850, the user is informed about the limited strength of the device in section 10 use. The subject issue of avoiding excessive force in use of the device is present in the risk management file b1-211 - reusable rigid energetic forceps and scissors, rev. V00. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.